Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue implant procedure on an unknown date. The procedure was performed under local anesthesia and fiducials were administered transperineally prior to the implant. One week after the implant procedure, the patient returned for follow up computed tomography (CT) scans. It was determined rectal wall infiltration occurred during the hydrogel injection. On review of the CT scans, the patient had a slight avulsion of the outer layer of their rectal wall possibly from the midgland to the apex from 10 o'clock to 12 o'clock pm. It was reported the patient was asymptomatic and no patient complications had occurred. The patient is to receive moderate hypofractionation radiation, however, further treatment details were not specified.